Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that several hours after the dressing was exchanged on the 4th day of the treatment utilizing a pico, it was noticed the dressing was not compressed. The pump has been stopped working and it did not start again when the start button was pressed. It is unclear when the pump stopped. The treatment was stopped about 12 hours until the backup pico was delivered to the hospital. No patient harm. The pump will be returned for investigation.